Event description:
A pt reported experiencing inaccurate erratic results with a fasttaker meter. The pt's blood glucose was 68, 204, and 140 mg/dl within 10 minutes, with a difference of 58%. Pt did not experience any adverse events. No further info has been reported.